Event description:
Consumer was using the heating pad on her arm and back and suffered a 3rd degree burn which required medical attention.

Manufacturer narrative:
Consumer did not check her skin frequently while using the product which is a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse / abuse of the product.